Event description:
"Customer reported on a bravo capsule which failed to detach from esophagus. It has been 10 days since the bravo procedure took place and the capsule was still attached to the esophageal wall. Physician ordered a chest x-ray on a patient complaining of shortness of breath and throat pain. The doctor received the required information including a technique to detach a retained capsule."